Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer stated that the drive support cap is sticking out from the insulin pump. Customer also stated that insulin is squirting out of the insulin pump. Customer's blood glucose levels were not included in the report. Advised customer to return the pump with the battery and basal rate zeroed out. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.